Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion as the elective replacement indicator was triggered approximately one and a half years after implant. Currently, this device remains in service. No adverse patient effects were reported.